Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was positioned a second time when the physician noted on x-ray that the lead tip was bent. Pacing impedance measurements were greater than 4,000 ohms, so a fracture was suspected. Another lead of the same model was implanted successfully to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection noted tissue entwined on the helix. The lead failed electrical testing. The lead was no longer bent at the tip, as described in the clinical observations, but the conductor coils were deformed, stretched, and fractured 513 mm from the terminal pin. The inner insulation was damaged in this area, and the outer insulation showed evidence of being bent. Laboratory analysis determined that the bend was induced during the attempts to implant the lead, and due to the bend, the conductor coil became deformed and fractured.